Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient received a replacement device on (B)(6) 2015 and was still leaking when they sneezed and wanted to make sure they were using the patient programmer correctly. The patient had a health care provider (hcp) appointment next week. The patient's therapy was on at 2.1v on program 1. The situation was not resolved. The consumer further reported that the leaking when the patient sneezed had not been resolved. The step taken to resolve the leaking when the patient sneezed was that the patient turned up their device, but it still didn't work. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.